Event description:
It was reported that an atrial lead warning was observed via remote monitoring. The right atrial (ra) lead had low impedance. The patient was followed by remote monitoring and the impedance had returned to the normal baseline value. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 and (B)(4) 2012. The weekly pace lead impedance trend data show various spike decreases for min a pace = 400 to 108 ohms minimum between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that an atrial lead warning was observed via remote monitoring. The right atrial (ra) lead had low impedance. The patient was followed by remote monitoring and the impedance had returned to the normal baseline value. The lead is still in use. It was further reported that a lead warning was triggered due to low impedance and the physician suspects an insulation issue. Review of performance data indicated oversensing on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an atrial lead warning was observed via remote monitoring. The right atrial (ra) lead had low impedance. The patient was followed by remote monitoring and the impedance had returned to the normal baseline value. The lead is still in use. It was further reported that a lead warning was triggered due to low impedance and the physician suspects an insulation issue. Review of performance data indicated oversensing on the lead. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the ra lead had intermittent non-capture, varying impedance, and noise resulting in inhibition of pacing. The ra lead also continues to have low impedance and oversensing. The sensitivity was reprogrammed and the device was programmed to dddr mode with long atrioventricular delays. The ra lead remains in use.